Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they received the starter kit but was damaged. The patient had no other way of delivering insulin so it caused them to go to the ER (emergency room). The patient did not want to answer questions about the medical event and just wants this issue resolved.